Manufacturer narrative:
This patient information is unknown. Additional device product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent the mann method to treat the hallux valgus of the first metatarsal bone on (B)(6) 2017. During the surgery, the patient was implanted with two (2) variable angle (va) locking screws at the proximal area. On the following day, 100% weight bearing was started. On (B)(6) 2017, the screws were broken under their heads. At that time, bone healing was in progress, thus, conservative treatment was applied. The symptom has already healed, and the patient has been discharged from the hospital. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR: please note, this device history record (DHR) review is for sterilization procedure only: part: 04.211.026s; lot: l045383; manufacturing location: selzach; supplier: frueh ag; release to warehouse date: july 01, 2016; expiry date: june 01, 2026. Non-sterile 04.0211.026 / h120580 was manufactured in us, monument manufacturing location: monument; manufacturing date: june 10, 2016; part: 04.211.026, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 26 mm; lot: h120580 (non-sterile); lot quantity: 236. Work order traveler met all acceptance inspection criteria. Inspection sheet, mill shaft threads, turn/thread head, flute, final inspection met inspection acceptance criteria. Packaging label log lppf was reviewed and found to be conforming. Component(s) reviewed: part: 04.211.026.999, 2.8mm ti screw blank 26mm; lot: 9818501 bp55; lot quantity: 933. Part: 4.210.120.999, 2.8mm screw blank 31mm no head turn/no point w/sd8; lot: 7879272 bp55; lot quantity: 957. Work order traveler met all inspection acceptance criteria. 957 pieces were released to blank storage part: 23032 tialnbc12.78; lot: 6916371 bp80; lot quantity: 246 lbs. Product traveler met all inspection acceptance criteria. Certified test report received from perryman was reviewed and found to be conforming. Inspection certificate supplied by vsmpo was reviewed and found to be conforming. Raw material receiving / putaway checklist met all inspection acceptance criteria. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter name, address, and occupation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.